Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During field service installation of the device, the field service representative found the occlusion ring on the pump was cracked. Device was operable when the field service representative replaced the occlusion ring. Since the event occurred during field service installation, there was no pt involvement during this event.